Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31530026l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After the passage through the atrial septal (due to atrial septal defect (asd), brokenborough (bb) was not performed), mapping of the left atrium (la) and right atrium (ra) was performed using pentaray nav. Due to a decrease in blood pressure, the left ventricular wall was checked, pericardial effusion was observed. After confirming the accumulation of pericardial effusion, drainage was performed. Once the blood pressure stabilized, direct current cardioversion (dc) was used to terminate atrial fibrillation, and the procedure was completed. The patient was conscious and clear, with no pain or other complaints. Patient did require extended hospitalization. Patient improved. Since this was a case involving the use of pulse select, the biosense webster ablation catheter was not used. It was reported that it is likely that the j&j product is not related. It was suggested that perforation might have occurred when passing through the septum, as resistance was felt then. However, the event occurred during the mapping phase. No abnormalities were observed prior to or during the use of the product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The physician¿s comments on whether the acunav caused or contributed to the patient¿s condition was that the acunav/j&j devices did not cause or contribute to the patient¿s condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).